Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was treated by the paramedics for hypoglycemia. After being treated, the customer's blood glucose reading was 27 mmol/l. The customer was exercising at the time of the event, and it was stated that the insulin pump was in the suspend mode. It was also stated that the customer overrides the bolus wizard because the recommendations are too high. Nothing further was reported.